Event description:
On 06/28/2024 additional information was provided by the arthrex subsidiary employee via email who stated that the procedure being performed was a patellofemoral. All fragments were removed from the patient. The hospitals 2.0 guide wire was used to complete the procedure.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2024 it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1250lt step drill for 3.0mm bio-suturetaks tip broke off. This occurred during a case where the surgeon went to perform a transosseous tunnel in the patella with the suturetak drill, and because it is a hard bone, the tip of the drill broke off. However, it was possible to remove the fragment from the patient. No residue was left.